Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic where the physician analyzed the electrocardiogram results and suspected a lead dislodgement. During capture threshold testing the patient fainted. An x-ray did not show clear signs of dislodgement, but the physician repositioned the lead. The patient was stable after the procedure.